Event description:
It was reported that during a device change out due to normal eri, the left ventricular lead could not be removed from the header of the device. The lead had to be removed with force and was damaged in the process. The lead was capped, and the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.